Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/02/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touch frame and on/off switch and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit had an unknown restart when powered on and a crack in the touch frame. There was no patient involvement.